Event description:
Per a report from the healthcare professional, this patient reportedly experienced an impact to the implanted side of her head. Following this incident, the device reportedly stopped working. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery took place.